Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there was a reservoir issue; the tubing turned purple when the customer was using the insulin pump but when the reservoir was changed the discoloration stopped. The reservoir was returned and replaced.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed visual inspection. Checked barrels and passed inspection with no coloring inside the barrels.